Event description:
During laparoscopic assisted vaginal hysterectomy, surgeon stated that stapler did not fire. Ovary sustained hematoma and had to be removed. Blue cartridge removed and white cartridge was substituted. Blue cartridge never used. A replaced stapler was obtained and case continued.